Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device was difficult and unable to close while being applied on anastomosis. A new device was used to complete the case. There was no patient harm.